Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 68-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Support was ongoing when there was bleeding from the femoral site. The access site bleeding prompted the team to troubleshoot by infusing 2 units of blood and prematurely explanting the pump. The pump had allowed for the 5+ hour of support. The pump was explanted and the groin closed with a manta. The patient decompensated post and became hypotensive and had pulseless electrical activity which prompted CPR. The patient expired.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. Per medical safety officer review use of the device cannot conclusively be associated with the outcome. D6a and d6b added. H6 component code added the following have been reported incorrectly or missing from manufacturer device report 1220648-2023-03809: f6/f8-should have been left blank.